Event description:
Pt felt a "clunking" sensation in left hip but not real painful. X-rays at that time. It was felt that they had a fractured, worn out acetabular liner. Pt had total left hip in 1996. 7 days later dr performed acetabular revision with bone grafting left hip.